Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the disposable set is not available for return and investigation. The run data file was analyzed for this event. The device history records (DHR) were reviewed for this lot. There were no issues noted in the DHR that would contribute to the elevated wbc count that the customer experienced. Root cause: the signals in the run data file indicate it is possible that the plasma line may have been partially occluded near the end of the procedure. The plasma line may become occluded if the centrifuge collar is not loaded into the latch in the correct orientation. Under these conditions, the rbc line may lie on top of the plasma line and, under certain flow conditions, may cause the plasma line to pinch off. If the plasma line does not contribute properly to the platelet pump, it could cause the flow through the lrs chamber to be higher than the system expects, possibly allowing some wbcs to escape. Orientation of the hex in the hex holder may contribute to the above.